Event description:
The customer received a glucose reading of 130 mg/dl on their cozmonitor, but then experienced a seizure. The customer was treated with sugar within 15 minutes and was tested with a separate hand held meter and they received a reading of 86 mg/dl. The customer was re-tested with the cozmonitor, and it read significantly higher (50-100 points) than the competitor's meters. The paramedics were not called and the customer was not transported to the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The customer returned meter (B) (4) for an investigation. The complaint was not confirmed no errors were observed, all control solution results were within the range specification.